Event description:
It was reported that a revision surgery was performed on (B)(6) 2016. Three months after the surgery, a deviation to anterior of the cage was found. Second revision surgery is not planned because there is no neurologic symptom.

Manufacturer narrative:
Device history review; complaint history review; risk assessment. No relevant manufacturing issues found. Device was not returned therefore device evaluation could not be performed. Without the device, the exact root cause cannot be determined conclusively.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2016. 3 months after the surgery, a deviation to anterior of the cage was found. 2nd revision surgery is not planned because there is no neurologic symptom.